Event description:
A customer contacted heartsine to report that their device kept prompting to connect the electrodes when the defibrillation electrodes had already been applied to the patient. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section h11 in initial MDR report should indicate: heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine performed a clinical review of the event and determined that the device performed to specification throughout the event. However, it could not be determined if the device caused or contributed to the patient's outcome. Heartsine continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
A customer contacted heartsine to report that their device kept prompting to connect the electrodes when the defibrillation electrodes had already been applied to the patient. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The device was not returned for investigation, therefore a conclusive root cause could not be determined.

Event description:
A customer contacted heartsine to report that their device kept prompting to connect the electrodes when the defibrillation electrodes had already been applied to the patient. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker performed a clinical review of the event and determined that the device performed to specification throughout the event. However, it could not be determined if the device caused or contributed to the patient's outcome. Heartsine continues to investigate the reported failure and will submit a supplemental report on this event.